Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-may-2023. H6: investigation summary a device history record review was completed for provided material number 307731 and lot number 2301129. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, twenty (20) samples were returned for evaluation by our quality engineer team. Through examination of the samples, no defect could be observed. The perforated cutting of the blister packages was found to be within specifications and no breakage of the packaging paper or film was observed during testing. H3 other text : see h10.

Event description:
It was reported while using bd emerald¿ syringes the perforations were poor. There was no report of patient impact. The following information was provided by the initial reporter: difficult to separate them. Lone and a colleague work as service workers, and it is their job to fill up drawers and cabinets in the intensive care unit so that they separate all products that are in continuous ties. That is, she separates many products daily. They have been using the emerald syringes for several years, but in the last year it has been increasingly difficult to separate them. They find that in each box there are about 2 syringes, where the packaging is destroyed when the syringes are torn apart. Another very big problem is that it has become much harder for the hands to separate the syringe packaging, so they experience pain in the wrist and elbow after separating many syringes. They fear a sick leave if this continues. It has always been difficult to disassemble and also requires extra effort and some product packaging breaks when separated.

Event description:
It was reported while using bd emerald¿ syringes the perforations were poor. There was no report of patient impact. The following information was provided by the initial reporter: difficult to separate them. Lone and a colleague work as service workers, and it is their job to fill up drawers and cabinets in the intensive care unit so that they separate all products that are in continuous ties. That is, she separates many products daily. They have been using the emerald syringes for several years, but in the last year it has been increasingly difficult to separate them. They find that in each box there are about 2 syringes, where the packaging is destroyed when the syringes are torn apart. Another very big problem is that it has become much harder for the hands to separate the syringe packaging, so they experience pain in the wrist and elbow after separating many syringes. They fear a sick leave if this continues. It has always been difficult to disassemble and also requires extra effort and some product packaging breaks when separated.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.